Manufacturer narrative:
The pt who reported the event has not responded to further contact.

Event description:
The pt was injected with radiesse in mid (B)(6). The pt stated that the bruises were gone two weeks after injection. The pt has bright pink spots in the treated areas (under eyes - dark circles area). After two months, the pink spots don't seem to fade away. The pt stated that she was prescribed biafine and antibiotics (antibiotic name, date prescribed, dose and duration not provided). The pt stated that she had no results from the prescriptions.